Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer had initially checked the baseline tubing and changed the electrodes. The customer noticed a kink in the ise buffer line. The cse also confirmed that the ise valve baseline solution assembly was not allowing baseline solution to be delivered to the ise module. The cse performed an ise baseline filter update. The cse performed the ise baseline filter update. Siemens concluded the cause of the event was the malfunction of the ise valve baseline solution assembly. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high sodium patient result was obtained on an advia chemistry xpt instrument. Specific information on patient results are unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant result.